Manufacturer narrative:
The lead was retained by the hospital. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this lead was explanted and replaced with another manufacturer's lead. At that time, high threshold measurements were also noted. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. A commanded shock was delivered which yielded an acceptable shock impedance measurement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, the patient has not been seen in clinic for troubleshooting. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was also noted the device was emitting beeping tones due to the out of range measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.